Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), arthritis ("arthritis in my hands") and adverse event ("started feeling symptoms/all the side effects it causes."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy outcome was unknown and the arthritis and adverse event had resolved. The reporter considered adverse event, arthritis and hysterectomy to be related to essure. The reporter commented: after hysterectomy I am 100% better! Concerning the injuries reported in this case, the following one was described in patient¿s medical records:hysterectomy, arthritis, adverse event . Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), arthritis ("arthritis in my hands") and adverse drug reaction ("started feeling symptoms/all the side effects it causes."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy outcome was unknown and the arthritis and adverse drug reaction had resolved. The reporter considered adverse drug reaction, arthritis and hysterectomy to be related to essure. The reporter commented: after hysterectomy I am 100% better! Concerning the injuries reported in this case, the following one was described in patient¿s medical records:hysterectomy, arthritis, adverse event . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("arthritis in my hands"), adverse drug reaction ("started feeling symptoms/all the side effects it causes."), loss of libido ("I hate sex right now"), pelvic pain ("pain"), fatigue ("fatigue") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, loss of libido, pelvic pain, fatigue and menorrhagia outcome was unknown and the arthritis and adverse drug reaction had resolved. The reporter considered adverse drug reaction, arthritis, fatigue, loss of libido, medical device removal, menorrhagia and pelvic pain to be related to essure. The reporter commented: after hysterectomy I am 100% better! Concerning the injuries reported in this case, the following one was described in patient¿s medical records:hysterectomy, arthritis, adverse event, pelvic pain, menorrhagia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event pain, fatigue and heavy period were added. Reporter information was added. On 23-mar-2020: social media received. New reporter was added. On 10-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("arthritis in my hands"), adverse drug reaction ("started feeling symptoms/all the side effects it causes."), loss of libido ("I hate sex right now"), pelvic pain ("pain"), fatigue ("fatigue") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, loss of libido, pelvic pain, fatigue and menorrhagia outcome was unknown and the arthritis and adverse drug reaction had resolved. The reporter considered adverse drug reaction, arthritis, fatigue, loss of libido, medical device removal, menorrhagia and pelvic pain to be related to essure. The reporter commented: after hysterectomy I am 100% better! Concerning the injuries reported in this case, the following one was described in patient¿s medical records:hysterectomy, arthritis, adverse event, pelvic pain, menorrhagia, fatigue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("arthritis in my hands"), adverse drug reaction ("started feeling symptoms/all the side effects it causes."), loss of libido ("I hate sex right now"), pelvic pain ("pain"), fatigue ("fatigue") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, loss of libido, pelvic pain, fatigue and menorrhagia outcome was unknown and the arthritis and adverse drug reaction had resolved. The reporter considered adverse drug reaction, arthritis, fatigue, loss of libido, medical device removal, menorrhagia and pelvic pain to be related to essure. The reporter commented: after hysterectomy I am 100% better! Concerning the injuries reported in this case, the following one was described in patient¿s medical records:hysterectomy, arthritis, adverse event, pelvic pain, menorrhagia, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event pain, fatigue and heavy period were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("arthritis in my hands"), adverse drug reaction ("started feeling symptoms/all the side effects it causes.") And loss of libido ("I hate sex right now"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and loss of libido outcome was unknown and the arthritis and adverse drug reaction had resolved. The reporter considered adverse drug reaction, arthritis, loss of libido and medical device removal to be related to essure. The reporter commented: after hysterectomy I am 100% better! Concerning the injuries reported in this case, the following one was described in patient¿s medical records:hysterectomy, arthritis, adverse event . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new event - loss of libido and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.